Event description:
Patient reported right side ¿capsular contracture¿ baker grade unknown, ¿deformities in the breasts and strange appearance¿, ¿pain and discomfort¿, ¿mastalgia¿, ¿radial folds." Pateint additionally reported ¿suspected nodule in the superomedial quadrant of the right breast on palpation," not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
Continued adverse event problem health effect - impact code : f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, right side ¿capsular contracture¿, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, d6a.

Event description:
Patient reported right side ¿capsular contracture¿ baker grade unknown, ¿deformities in the breasts and strange appearance¿, ¿pain and discomfort¿, ¿mastalgia¿, ¿radial folds." Patient additionally reported ¿suspected nodule in the superomedial quadrant of the right breast on palpation," not related to the device. The device has been explanted and replaced.